Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed due to the use error described by the patient: the cassette was replaced after troubleshooting an alarm, but the solution bags were kept and reused for therapy. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the caregiver (cg). The cg stated they understood it was not proper procedure to change out only the cassette. The cg stated they did not notice anything unusual regarding the supplies. The cg stated they no longer had any form of supplies and there were no lot numbers from them. The cg stated the home patient has had no injury or medical intervention.

Event description:
During troubleshooting for an alarm a home patient (hp) revealed to global technical service (gts) that he changed only the cassette but not the bags while troubleshooting the alarm himself during prime. Gts explained the setup was compromised and advised the hp not to connect and reconnect bags. Gts advised the hp to start over with new supplies. No serious injury or medical intervention was reported.